Event description:
It was reported that the device was used during a laparoscopic splenectomy. It was reported by the rep that (1) tsw35 was approximated across the splenic artery, and when the surgeon fired the instrument it locked out. Another tsw35 instrument was opened and used to complete the case. There was no consequence to the pt.